Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were air bubbles in the gel. This event affected 20 tubes. The following information was provided by the initial reporter. The customer stated: verbatim: ¿stage: after unpacking. Defect: gel air bubbles. Quantity: 20 sticks. Impact: no impact on patients and users.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.